Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter is functioning properly. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 273 mg/dl and 312 mg/dl. The product is stored in the living room. The test strip lot manufacturer's expiration date is 05/21/2016 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test results: (B)(6). Adverse event not reported.